Event description:
The customer reported via phone call that the insulin pump began to vibrate and beep. The customer removed and reinserted the battery, but the display never returned. The customer reported that the insulin pump had a low battery alert, then a battery out limit. During troubleshooting, the customer inserted new batteries and the display would not return. Blood glucose level at the time of the incident was 300 to 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.